Manufacturer narrative:
Device has been received and a follow up report will be submitted upon completion of evaluation.

Event description:
Pump was reported to deliver a chemo drug too quickly. The pump was being used by a patient for delivery of 5fu over 46 hours at a rate of 5ml/hr from a bag containing 210ml. The bag was reported to be empty approx 8 hours before the infusion was expected to end. The event did not cause any adverse outcome to the patient and no treatment was required. The facility had tested the pump prior to sending it to the patient and found it within specification. Testing performed on the device afterwards showed it delivering approx 30 to 50% above the programmed amount (10ml expected, received 13 to 15ml). The facility's representative reported that the tubing used by the patient was discarded and a different set was used for their testing.